Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the common femoral artery was achieved using a starclose se device. Reportedly, although resistance was felt during thumb advancer deployment, distal deployment was completed and the clip deployed achieving hemostasis. When the device was removed the exchange sheath did not appear to have split correctly. There were no reported adverse patient effects and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported abnormal appearance of exchange sheath splitting was confirmed as indicated by torn exchange sheath material. The thumb advancement difficulty was not confirmed. However, torn material of the exchange sheath has the potential to cause the reported resistance on thumb advancement. Reportedly, resistance was encountered during thumb advancer/exchange splitting. The starclose se instructions for use state do not advance or withdraw the starclose se vascular closure device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the starclose se device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4)- against resistance - distal deployment of the thumb advancer was reportedly completed against resistance. The starclose se instructions for use state do not advance or withdraw the starclose se vascular closure device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the starclose se device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.